Event description:
There was a no response function two rooms. The room could not be reset by neither the software or hardware. Nothing would reload for a reset. It was suspected the problem came from a power blip last weekend. The internal loader was replaced with an external loader. The problem was resolved.